Event description:
It was reported at the patient's 2 month follow-up visit that no capture was observed from the rv lead at 8v and 1.0ms. Repositioning of the lead was attempted, but upon explant the helix was noted to be bent and was removed from service. No patient complications were reported as a result of this event. 3500a reported no capture.